Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (ess205) (batch no. 621675) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, human papilloma virus infection, hypertension, bipolar disorder, obesity, low back pain, multiple caesarean sections, diarrhea, ovarian cyst, uterine ablation, uterine fibroid, vaginal bleeding, uterine fibroid and dysfunctional uterine bleeding. Family history included cancer, cerebrovascular accident nos, myocardial infarction and type ii diabetes mellitus. Concomitant products included amlodipine besilate (norvasc) from from 23-apr-2015 to 25-oct-2018, amlodipine from 21-apr-2015 to 9-oct-2017, ibuprofen from 23-apr-2015 to 25-oct-2018, lansoprazole (prevacid) from 25-jan-2015 to 25-oct-2018, naproxen from 7-jan-2016 to 9-oct-2017, olanzapine from 1-dec-2016 to 25-oct-2018 and paliperidone (invega) from 20-apr-2017 to 25-oct-2018. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced dysuria ("bladder or urinary problems or changes: dysuria"), 9 years after insertion of essure (ess205). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2015, she had ablation and d and c and robot-assisted laparoscopic hysterectomy with bilateral salpingectomy, drainage of left ovarian cyst). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, dysuria and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysuria, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: it was reported that following deployment of the device, there were three intracavitary coils noted on each side. Discrepancy noted in essure confirmation test. Per pfs reported as -no . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area pain/ chronic'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)') in a 34-year-old female patient who had essure (ess205) (batch no. 621675) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, human papilloma virus infection, hypertension, bipolar disorder, obesity, low back pain, multiple caesarean sections, diarrhea, ovarian cyst, uterine ablation, uterine fibroid, vaginal bleeding, uterine fibroid and dysfunctional uterine bleeding. Family history included cancer, cerebrovascular accident nos, myocardial infarction and type ii diabetes mellitus. Concomitant products included amlodipine besilate (norvasc) from (B)(6) 2015 to (B)(6) 2018, amlodipine from (B)(6)2015 to (B)(6) 2017, ibuprofen from (B)(6) 2015 to (B)(6) 2018, lansoprazole (prevacid) from (B)(6) 2015 to (B)(6) 2018, naproxen from (B)(6) 2016 to (B)(6) 2017, olanzapine from (B)(6) 2016 to (B)(6) 2018 and paliperidone (invega) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced dysuria ("bladder or urinary problems or changes: dysuria"), 9 years after insertion of essure (ess205). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (on (B)(6) 2015, she had ablation and d and c and robot-assisted laparoscopic hysterectomy with bilateral salpingectomy, drainage of left ovarian cyst). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysuria, abdominal pain and back pain had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysuria, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: it was reported that following deployment of the device, there were three intracavitary coils noted on each side. Discrepancy noted in essure confirmation test. Per pfs reported as -no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: new events- abdominal pain, back pain were added. Updated outcome of events pelvic pain, abdominal pain, back pain, bladder/urinary problems (dysuria). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 621675) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, (B)(6), hypertension, bipolar disorder, obesity, low back pain, c-section, diarrhea, ovarian cyst, uterine ablation, uterine fibroid, vaginal bleeding, uterine fibroid and dysfunctional uterine bleeding. Family history included cancer, cerebrovascular accident nos, myocardial infarction and type ii diabetes mellitus. Concomitant products included amlodipine besilate (norvasc) from (B)(6) 2015 to (B)(6) 2018, amlodipine from (B)(6) 2015 to (B)(6) 2017, ibuprofen from (B)(6) 2015 to (B)(6) 2018, lansoprazole (prevacid) from (B)(6) 2015 to (B)(6) 2018, naproxen from (B)(6) 2016 to (B)(6) 2017, olanzapine from (B)(6) 2016 to (B)(6) 2018 and paliperidone (invega) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced dysuria ("bladder or urinary problems or changes: dysuria"), 9 years after insertion of essure (ess205). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2015, she had ablation and d and c and robot-assisted laparoscopic hysterectomy with bilateral salpingectomy, drainage of left ovarian cyst). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, dysuria and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysuria, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: it was reported that following deployment of the device, there were three intracavitary coils noted on each side. Discrepancy noted in essure confirmation test. Per pfs reported as -no . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Most recent follow-up information incorporated above includes: pfs and mr received. On 16-aug-2019: reporter and patient demographics, medical history, family history, concomitant drugs were added. Updated suspect drug indication, implant, explant dates and added lot number. Added events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, bladder or urinary problems or changes: dysuria, abdominal pain. Updated events physical pain/ pain/ pelvic area pain (previously reported as physical pain), onset date, severity, outcome added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.